Event description:
Event description guidant received information that this implantable cardioverter defibrillation (ICD) oversensed noise on the ventricular rate/sense and shock channels; the device inhibited pacing and the patient received an inappropriate shock as a result. Lead measurements were reported to be acceptable.